Event description:
It was reported on (B)(6) 2012 that during a patient transport on (B)(6) 2012, the battery on the rotaflow unit died after 30 minutes of use. No adverse effects to the patient were reported. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.